Manufacturer narrative:
The ge service representative performed an onsite investigation. A plug and fuses were replaced. The system was tested and found to be operating as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.